Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that, during intraocular lens (iol) implant procedure, the lens would not advance and past the shooter. The procedure was completed with a different lens. There was patient contact. Additional information was requested, but further no information was available.